Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, at the first firing, the reload was connected to the handle, when trying to use it, the connection was performed without issue, but it was abnormally stiffer than usual at the squeezing of the handle when the tissue was clamped, the squeezing of the handle during firing, and the pulling back the black return knob. There was no leak and the staple line was without problem, but there was abnormality, so a new handle and reload were taken out at the following firing and used. It was abnormally stiffer than usual. The lung was not a hard one in this case, but rather a thin place was selected and attempted to be cut. The surgical time was extended by less than thirty minutes. There was no patient injury.